Event description:
It was reported that a user experienced a low glucose value of 41 mg/dl while using the ilet with a dexcom g7 sensor (sensor code 9845); the user had recently lost weight, did not perceive symptoms at the time, treated the event with oral glucose tablets and candy, and was guided by support to perform a factory reset, after which the device was functioning. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.